Event description:
It was reported that the patient presented for a pacemaker implant procedure. Upon connecting the right ventricular (rv) lead to the pacemaker, the rv lead exhibited low pacing impedance. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. Final analysis found the complete lead was returned in one piece. X-ray inspection and electrical testing found damages consistent with procedural damage. The cause of the reported event was due to internal shorting due to procedural damage. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket: (B)(4). The initial submission attempt was performed on september 23, 2022.